Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain the patient's weight. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy shortly after the ipg was taken out of surgery mode, following a CT scan procedure. Troubleshooting indicated multiple contacts with high impedances. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.